Event description:
It was reported that there was a revision of the left hip dr (B)(6) said that the acetabular component in the patient was over 20 years old and needed to be removed because he felt the construct was loose. Additional information received from sales rep on (B)(6) 2014 indicated that acetabular component was loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown acetabular cup. An event regarding acetabular loosening involving an unknown acetabular cup was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation due to hospital policy. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-ray. Clinical consultant noted that the provided picture of acetabular component shows what looks like "bony on-growth". Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.